Event description:
It was reported that externalized conductors were observed via fluoroscopy just proximal to the proximal edge of the distal coil. No electrical anomalies were noted. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4).